Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported an initial loss of therapy as they described this as implant going "out of whack". Patient reported the program was changed and that resolved the loss of therapy. Around this time, patient noticed back spasms that could have been from 'cranking' stim up, or due to an unrelated car accident. Patient reported another loss of therapy. They were going to the bathroom 17-19 times a day, already 10 times this morning and only 100 cc every time. Patient would go to the bathroom, walk across her 20 ft bathroom then have to go again. Patient slept on the toilet for 4 hours once. They did xray and 2 impedence checks. Patient said everything looked normal. Patient had tried program 1,2,3 and was back on 1. Patient reviewed that for the first time ever, they leaked while they sneezed. Patient was going crazy, initially in the call patient mentioned suicide. It was reviewed, as they had to take that seriously and patient continued the call only discussing ins. Patient was thinking of wearing depends and just going in their pants. Patient's next doctor appointment was on (B)(6). Their current symptoms returned like "bam". Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient increased the device to 4.5, which led to the spasms. They went to the healthcare professional (hcp) office and met a manufacturer representative (rep). The back spasms had resolved, but the loss of therapy still needed to get back to the original time of installation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.